Event description:
It was reported that the ventilator does not pass the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Attempts have been made to obtain further information surrounding the event but, no information has been received. The initial information is not adequate, therefore, no investigation has been possible. We are therefore unable to confirm the reported event or determine its root cause.

Event description:
(B)(4).